Event description:
It was reported that during a routine device interrogation prior to an MRI there was an electrical reset notification. The device programming did not appear to have changed and the electrical reset notification was cleared. It was also noted that while checking the device the battery voltage did not appear on the screen. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a power on reset (por) of the parameters. There was a critical ram parity error por on (B)(6) 2012 in location "10 da". The device should be able to recover from the event and continue normal function.